Event description:
It is reported that a customer received a low battery alarm even after charging the device. The patient's blood glucose level was 402 mg/dl at the time of the call. The customer stated that they will call the bayer meter company first before taking any actions. It is unknown what caused the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.